Manufacturer narrative:
It is undetermined if the stairlift contributed to the serious injury. The client cancelled the service and investigation visit that was set for december 6, 2022 and has not returned any communication to acorn.

Event description:
On 12/5/2022, acorn received communication from the customer's brother-in- law that the client had been found at the bottom of the stairs of his home. The statement was that in his view was the fall was due to the stairlift not working. The client suffered spinal fractures and was in rehab. This incident occurred on (B)(6) 2022. Upon further investigation, the client's caregiver called acorn on (B)(6) 2022 as the stairlift had stopped working. Acorn conducted general troubleshooting with the caregiver and it was determined that a technician needed to go on site. That same day, the caregiver quit. The family found this out because they could not reach the client and the police went to do a wellness check on (B)(6) 2022 finding the client on the floor at the bottom of the stairs.